Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this left ventricular (lv) lead had phrenic nerve stimulation starting two weeks after implant that was not able to be resolved with programming. This has caused the patient discomfort and the patient has elected to have a lead revision. The lead was explanted, and a new lv lead was placed in a different location. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this left ventricular (lv) lead had phrenic nerve stimulation starting two weeks after implant that was not able to be resolved with programming. This has caused the patient discomfort and the patient has elected to have a lead revision. The lead was explanted, and a new lv lead was placed in a different location. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.